Manufacturer narrative:
(B)(4). The lot 12b041 was manufactured on february 14, 2012 to february 15, 2012. The sample was not returned for evaluation; therefore a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. A patient was reportedly involved, indicating the issue occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.